Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a message that "therapy not available due to disabled equipment." There was no report of pt involvement.